Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo and four medical images were provided for review. The investigation is confirmed for the reported fracture and material separation as a complete fracture was noted on the catheter with a small catheter segment was found connected to the port stem inside the cath-lock and the remaining broken catheter was found separated in the provided photo. Subsequently, the image review confirms the reported migration issue. However, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that post port placement, the catheter allegedly had a break and unable to aspirate. It was further reported that the catheter allegedly migrated to her right atrium and portal hepatic vein. The procedure was completed using another device. The patient's current status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. However, images and photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post port placement, the catheter allegedly unable to aspirate, detached. It was further reported that the port allegedly migrated. The procedure was completed using another device. The patient's current status is unknown.